Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of off no power anomaly. The customer's blood glucose reading was unknown. The customer mentioned that the pump did not respond to any battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. Unable to confirm unexpected off no power or perform any testing due to blank display. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.